Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause/resolution. At this time, no further information is available. Should additional information become available, this report will be updated. The device was not returned for analysis since it remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited acute changes related to sensing, impedance, and threshold measurements. A lead dislodgement was discussed as the probable cause of the reported allegations, however, this has not been confirmed. It is planned to further evaluate this patient in the upcoming days and perform a chest x-ray. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause/resolution. At this time, no further information is available. Should additional information become available, this report will be updated. The device was not returned for analysis since it remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited acute changes related to sensing, impedance, and high threshold measurements. A lead dislodgement was discussed as the probable cause of the reported allegations, however, this has not been confirmed. It is planned to further evaluate this patient in the upcoming days and perform a chest x-ray. No adverse patient effects were reported. This lead remains in service. Additional information was received that a chest x-ray was performed and a microdislodgement was suspected as the cause of the reported allegations. The lead was also found to exhibit low amplitude. A revision procedure was performed and the lead was successfully repositioned with satisfactory electrical measurements. No additional adverse patient effects were reported. At this time, this lead remains in service.